Event description:
Literature was reviewed regarding ¿type iiib endoleaks: fabric perforations of explanted new generation endoprostheses ¿ this article reviewed the analysis of 32 stent grafts that were explanted and described the fabric degradation responsible for type iiib endoleaks noted in the stent grafts. The explants were received from 17 european vascular centres over an eight year period. The endograft implantation sites were the thoracic aorta in eight cases (five thoracic aortic aneurysms, three stanford type b thoracic aortic dissections) and the abdominal aorta in 24 cases (21 abdominal aortic aneurysms, one stanford type b dissection, and two unknown reasons) the explants that were received included 3 endurant ii stent grafts, 6 valiant stent grafts, 5 talent stent grafts as well as non-mdt stent grafts. The median time from implant to explant was 54 months. The operating surgeons providing the following as to why the stent grafts were explanted; infection, thrombosis, and persistent endoleaks (type I, n ¼ 2; type ii, n ¼ 2; type iii, n ¼ 10; type IV, n ¼ 3; type v, n ¼ 9; unknown type, n ¼ 6) complicated by aneurysm sac expansion or rupture. Overall, 126 (32.5%) stents related and 262 (67.5%) non-stent related fabric perforations were identified. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; type iiib endoleaks: fabric perforations of explanted new generation endoprostheses damir vakhitov , jonathan grandhomme , salomé kuntz léna christ , nicole neumann , frédéric heim , nabil chakfé , anne lejay european journal of vascular endovascular surgery aorta and major branches/ volume 67, issue 3, p446-453 doi:https://doi.org/10.1016/j.ejvs.2023.09.019 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.